Event description:
The customer's parents reported that their son's blood glucose measured 349 mg/dl at 7:34 am which they corrected with a 10 unit insulin bolus. At 9:00 am his bg read >600 mg/dl. The cannula was kinked when the pod was removed.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."